Event description:
Customer reports to have missing segments on display screen and does not know how damage occurred. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test, and no missing segments or partial display was noted. No display anomaly was noted during testing. However, the pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.